Manufacturer narrative:
The analysis of the handpiece did show that the head had a dent. This indicates that it received a strong hit, e.g. Due to dropping. This caused the push button to stick in, causing inner friction and hence increase of temperature. The user instruction requests that prior to each treatment a functional and visual inspection has to be performed to ensure that the product is running within specification. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).

Event description:
Reference importer report (B)(4).